Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a lap sponge. The customer reported that the lap sponge unraveled and frayed. This was noticed during surgery by the physicians / operating room scrub technicians. Any loose threads were removed from the patients.

Manufacturer narrative:
(B)(4). An investigation is underway. Upon completion, the results will be forwarded.